Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that when getting ready to prep the device the protective sheath was removed from the stent as usual; however, the stent dislodged and remained in the sheath. There was no pt involvement. No additional event or pt info is available.

Manufacturer narrative:
Results: product performance engineering was unable to perform an evaluation at the time of this report results and conclusions will be forwarded upon completion. Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without blood visible. There was contrast visible in the nosepiece. The stent implant was returned in the stylet and covered by an orange protective sheath. There was no damage noted to the stent implant. There were crimp marks on the balloon and between the markers. The balloon was tightly folded. There was no other damage noted to the sds. A laser micrometer was used to measure the outer diameter of the stent implant. The outer diameter measurements met manufacturing criteria. Product performance engineering was unable to perform an eval at the time of this report. Results and conclusions will be forwarded upon completion.